Event description:
It was reported that this was an arteriotomy closure of a common femoral artery using the pre-close technique via a 6f sheath hole prior to a thoracic endovascular aortic repair (tevar) procedure. Reportedly, no knot formed; a cuff miss was noticed for two proglide devices. The sutures of three new proglide devices were successfully pre-placed. The sheath was upsized to 22f and the tevar procedure was completed. Hemostasis was achieved with the pre-placed proglide sutures. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. The additional device with the same reported issue is filed under a separate medwatch report number.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.b5: describe event or problem d9: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.

Event description:
Subsequent to previously filed report, additional information was received: reportedly, no knot formed; a cuff miss was noticed for one proglide device. After successfully preflushing the second proglide device during preparation, it was found there was no pulsatile flow noted after insertion into the anatomy. The sutures of three new proglide devices were successfully pre-placed. No additional information was provided.